Event description:
Info rec'd indicates the siderail on the right foot wouldn't latch.

Manufacturer narrative:
The technician found a sticky liquid on the latch which caused the latch to stay up. The technician cleaned the siderail and latch to repair the bed.